Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.

Event description:
The information received indicated that the patient underwent stenting of a lesion in the right coronary artery (rca). Approximately six months post stenting procedure, stent thrombosis and restenosis were identified. The patient was enrolled in the study and the lesion was treated with a 3x33mm cypher; eleven months post - stenting procedure, stent restenosis was confirmed. The main indication for the index procedure was unstable angina pectoris. The procedure included treatment of a lesion in the mrca. The lesion was 27 mm long with a 3.0 reference vessel diameter, timi flow was iii and the lesion presented 95% diameter stenosis. As indicated by the patient's medical history, the target vessel had been previously treated with a cypher stent; the vessel presented thrombosis which was confirmed via angiography. Therefore, the target lesion was described as restenotic lesion with proliferative in stent restenosis. The lesion was further described as eccentric with smooth contour. There was no calcification or thrombus and was classified as type b1. The lesion was successfully pre-dilated to 20 atms, then was treated with a 3.00x33mm cypher stent, which was deployed at 21 atms. Results were satisfactory. Post procedure the lesion presented timi iii flow and 0% stenosis. The procedure was completed without any complication or adverse events to the patient. The patient was discharged the following day, there was no injury or adverse events reported at the time of discharge. Approximately eleven months post-stenting procedure, an angiography was conducted, revealed focal in stent restenosis < 10mm long and 90% stenosis; there was no evidence of myocardial infarction. Angiography confirmed the presence of a significant lesion judged to require revascularization. The lesion was treated with a 3x23mm xience v stent. The product is not available for evaluation, as it remains implanted. This is one of two products involved in the same patient and reported under manufacturing number: 9616099-2008-02259.